Manufacturer narrative:
The medical student provided a brief report that a monitor did not alarm and that a death occurred. Attempts to contact the hospital to confirm the reported death and to identify the equipment involved have not been successful to date. Spacelabs will continue to attempt to contact the customer and obtain information on this alleged incident. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report from a medical student at a (B)(6) hospital alleging that a spacelabs patient monitor failed to alarm, and the patient died.